Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that at the hospital while attempting to reposition a patient that was acutely ill on quadruple pressors, the patient has a sudden acute hypotensive episode, as their blood pressure plummeted from 88/48 with a mean arterial pressure (map) of 60 to 54/34 with a map of 41. When the nurse checked the pressor line, they noticed that the stopcock train was disconnected with the patient's blood flowing on the sheet. A piece of the stopcock that connects the norepinephrine to the others was missing. The nurse immediately resolved the issue by connecting the stopcocks together again and manually held them together until the patient's blood pressure was stable. Then they placed a new stopcock on the pressor line to connect all the pieces together. The missing piece was a twist cap, located at the end of the stopcock. This piece was used to luer lock an intravenous (IV) line that infuses the vasopressors.

Manufacturer narrative:
G1: mfg contact office address, city, state and zip code: correction. H6: codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.